Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusions occurred. The customer's blood glucose levels ranged between 170-240mg/dl. A cartridge and infusion set change was performed and the occlusions continued. The customer identified that the pump's speaker holes were clogged with lint. Tandem technical support informed the customer that this could have led to improper venting of the pump which could cause an occlusion alarm to occur. During troubleshooting, the customer did observe drips of insulin exiting the infusion tubing during the load fill tubing sequence. Further troubleshooting was declined and the customer confirmed there were no issues identified with the infusion tubing and stated they successfully removed lint from the speaker holes.